Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is currently unavailable.

Event description:
The affiliate reported via email the sheath sheared off during surgery. Approx 1 cm had to be left in the patient. The remaining portion of the device was discarded.